Manufacturer narrative:
The user facility stated that the employee subject of the reported event strained a muscle while attempting to load the 60" century sterilizer after the transfer carriage came off track. The employee did not miss any work as a result of the reported event. Another employee helped to put the atlas transfer carriage back on the loading track and the cycle was completed successfully. No instruments were affected as a result of the reported event. The steris operator manual for the atlas transfer carriage states on page 1-1, "warning - prevent physical injury: get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance. A steris service technician arrived on site, inspected the atlas transfer carriage, and identified the swivel casters on the wheels had become loose resulting in the reported event. The technician tightened the swivel casters, tested the unit, and confirmed it to be operating properly. The atlas transfer carriage is not under steris service contract and all maintenance is performed by the user facility's biomed department. The steris technician identified that this event was a result of improper maintenance of the swivel casters by the user facility. The technician completed in-service training with the user facility on the proper maintenance practices for the atlas transfer carriage on 9/5/2017. No additional issues have been reported.

Event description:
The user facility reported an employee was injured while loading their 60" century sterilizer using an atlas transfer carriage. No medical treatment was sought or administered.